Manufacturer narrative:
The investigation for the reported suction/low flow and positioning issues has been completed. Data logs showed that the motor current spiked to 1200 shortly before the suction alarm triggered. Subsequently, the pump flow reduced and the motor current lost pulsatility with no change in motor speed. Following the low pump flow, the flow then became saturated and gradually increased with no change in p-level until the pump was inadvertently removed. Visual inspection of the returned pump revealed a mass of biomaterial within the cannula on the impeller. No other abnormalities were found. Therefore, it was determined that the cause of the low pump flow was ingested biomaterial. The cause of the positioning issues was wireless re-access; the impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 45 yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during the support, there was persistent suction alarms and pump positioning issues. The pump position was sub-optimal and the decision was made to explant the pump and replace by ECMO support. There was no patient harm reported.